Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. A nurse reported that on (B)(6) 2020, the patient was admitted to the hospital due to a stoma site infection, which was treated with intravenous antibiotics. The nurse reported that the patient was prescribed unknown oral antibiotics for one week but had not improved. On (B)(6) 2020, a nurse assessed the stoma site which had gastric leaking from site and the skin was red and inflamed. The patient was prescribed and used (B)(6) and the site was much improved with no tenderness or pain and the redness had reduced in half the size.